Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was not harmed.